Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was admit to the hospital due to hyperglycemia, on (B)(6) 2019, with over 700 mg/dl blood glucose level and treated with insulin shots at hospital. The customer stated that they also experience positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. Customer reported that they feel okay to do troubleshooting. Customer reported insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer alleges that the insulin pump was under delivering because insulin pump had insulin flow block alarm during fill tubing and suspects that the insulin pump did not delivering insulin. Customer also stated that the insulin pump missing lip ring. Customer stated that they performed high-pressure test and test result was no alarm, they repeat the test again but test result was no alarm. Customer stated that they check and replace infusion set and reservoir several times. Customer stated that they run 5 unit fill cannula and insulin did not exit, run high-pressure test and it failed. The insulin pump will be and other device will not be returned for analysis.